Event description:
A pk papyrus covered stent system was selected for treatment of a type iii perforation in the proximal lad. It was reported from the hospital that the stent was deployed in the guiding catheter. The bleeding could be stopped with ballooning and using another pk papyrus stent successfully. The circumstanced of the deployment is unknown. No further information will be provided by the hospital.

Manufacturer narrative:
The affected pk papyrus stent system was returned to biotronik and was subjected to a detailed technical investigation. Images of the case such as angiographies could not be obtained. The provided clinical information (pk papyrus device registration form, cathlab report) was reviewed to establish whether a device deficiency contributed to this event. The technical investigation revealed that the balloon has separated from the proximal balloon weld and has shifted to the distal end of the instrument. The balloon shows clear signs of inflation. In the as-returned state the stent was located on the balloon. The stent is opened over its entire length and severely deformed in its distal portion. Microscopic inspection revealed stent imprints on the exposed balloon surface, indicating that the stent was initially crimped centered in between the two radiopaque markers on the balloon. Further, the diameter of the exposed inner shaft does not comply anymore with the specification. The findings indicate application of a high tensile force. Review of the product release documentation confirmed that the device was manufactured according to specifications and fulfilled all the requirements of in-process and final inspection. Based on the provided documentation, the technical investigation and the conducted review no manufacturing related root cause could be identified. Pk papyrus is indicated for the treatment of acute perforations of native coronary arteries and coronary bypass grafts in vessels 2.5 to 5.0 mm in diameter. As such, this device is typically used in emergent response to a life-threatening adverse procedural event unrelated to use of the pk papyrus.